Manufacturer narrative:
The cori drill attachment intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A kpc test was attempted and could not be performed. The reported problem was confirmed. The drill attachment will not lock onto the drill collet. The drill attachment was broken down and it was found that there were 4 bearings in the shaft, there should only be 3. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes 'physical resistance / sticking' identified similar events. The most likely cause of this event was a manufacturing defect, there was too many bearings installed in the drill attachment shaft. Based on the investigation, no further containment or corrective action is recommended or required at this time. Internal complaint reference number: (B)(4).

Event description:
It was reported that when testing instruments during the cori install the robotic drill guard would not lock on. All others worked properly. No case involved. The investigation found that the drill attachment was broken down and it was found that there were 4 bearings in the shaft (there should only be 3).